Manufacturer narrative:
Full establishment name- olympus czech group, s.r.o., clan koncerna, podru¿nica zagreb. The device was received and evaluated. Device inspection , service noted foreign material has been found under the protector during incoming inspection. Defect on the device ( loosen protector ) was identified. Furthermore, the following findings were found during inspection: chipped found on ccd cover lens, light guide cover and cracked on distal end ccd cover was observed. The bending tube was deformed, scope cover was cracked , the coil pipe plate deformed and painting peeling off on air/water nut. The up down knob was broken and stiffness wire movement found on connecting/passive bending tube. The angle is lower than the standard. Buckles noted on universal cord. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request for device inspection and evaluation. Defect found during preparation for use. There was no patient harm or injury reported. No user injury reported. During incoming inspection service repair found a foreign material under the protector. This report is being submitted for foreign material found on the device protector (insufficient reprocessing) observed during device inspection.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the subject device, which caused the foreign material to enter through a gap. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspect the boot and the insertion section near the boot for bends, twists, or other irregularities." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·do not allow the insertion section to be bent within a distance of 10 cm or less from the junction of the boot. Insertion section damage can occur." Olympus will continue to monitor field performance for this device.